Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a proglide device after an interventional coronary angioplasty procedure with an 8fr sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. A new proglide device was used to achieve hemostasis. It was noted during device analysis that the returned device was the device used to successfully achieve hemostasis; however, one end of the suture was split. The complaint device was not returned. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. There was no malfunction reported for this device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case the device was used successfully, the cut/split at the end of the suture is consistent with use with the gated suture trimmer. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d4 - model #, catalog #: updated from unk proglide to 12673-05. D4 - lot #: updated from unknown to 3091241. D4 - primary UDI number: updated from unknown to (B)(4).